Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with four infusion sets as infusion set patch did not stick to skin upon insertion. The event occurred on 17-feb-2026. The patient replaced infusion set and resumed insulin successfully. No further information available.